Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. E.1 initial reporter facility name:(B)(6).

Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es auxiliary system won't powered on. The customer reported that this malfunction occurred during the dispensing of medication, resulting a delay. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes correction: section e initial reporter phone, initial reporter occupation, other occupation, section g report source a review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 08-feb-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that device did not power on. The field service engineer (fse) isolated the power supply, comm sled, main, and auxiliary components to troubleshoot a power issue. Drawer 3 in the auxiliary was found to be the cause. After isolating the pyxibus module and drawer boards, the controller board for drawer 3.2 was replaced. The device was rebooted, passed hardware test application testing, and the application launched successfully, allowing escort access and confirming full functionality. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary system won't powered on. The customer reported that this malfunction occurred during the dispensing of medication, resulting a delay. There were no adverse events or injuries reported based on this event.